Event description:
The consumer reported the patient got an infection after implant and was wondering if the infection was possibly due to recharging over an unhealed wound. It was noted the infection at the implantable neurostimulator (ins) was confirmed. The ins was removed in early (B)(6) 2016 and re-implanted on (B)(6) 2017. Additional information received from the healthcare professional reported that the actions/interventions take to resolve the infection were that the device was explanted. The patient required several weeks of intravenous (IV) antibiotics. It was stated the patient was re-implanted with a new device and the infection was resolved. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.